Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering. The customer¿s blood glucose level 60 mg/dl at the time of incident. Customer stated that they experienced low blood glucose level. The customer¿s low blood glucose was treated with food and glucose tablets. Customer assisted with the troubleshooting. The customer stated that insulin pump¿s auto mode was active. Customer was alleging possible insulin pump over delivery. Customer reported that the insulin pump was not worn during a medical procedure. The insulin pump will not be returned for analysis.